Manufacturer narrative:
The investigation into the thrombocytopenia and the access site bleeding issue has been completed. The device was not returned for investigation. The most likely cause of the minor access site bleeding was patient movement because at the time of the bleed they were being transferred from the cath lab to the ICU. The cause of the thrombocytopenia was not determined as the relationship between impella and the low platelet count could not be determined from the clinical details provided.

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient developed a hematoma at their access site during patient support. Femostop was applied to the sight to treat the condition and support was continued. Roughly three days later, it was noted that the patient's platelet levels dropped prompting a switch from heparin to sodium bicarb in the purge. Support continued for another two days before planned explant.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿